Event description:
It was reported that the patient had a revision surgery approximately seven years post implantation due to pseudotumor and broken implant. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
No trend considering the following event is identified: squeaky implant. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient was implanted with biolox delta ceramic head on (B)(6) 2010. In (B)(6) 2017 he went to hospital with a complaint of a squeaky hip. The surgeon examined him but can¿t determine what the cause was. Subsequently, he underwent a revision surgery on (B)(6) 2017. Large pseudo tumor with lots of metallosis in it was observed. The ring was broken, the liner was broken, the biolox head was damaged and the tm shell was damaged inside. The ring was stuck in the shell. The gead, liner and cup were revised. Review of received data: pictures taken durig the revision surgery were received. Blackened tissue in an excessive amount is observed. Broken parts of possibly the liner are visible. Primary surgical report dated (B)(6) 2010 (received in dutch language and translated to english). Indication : coxarthrosis right side operation : total hip arthroplasty cementless patient under regional anesthesia, lateral position. Disinfection with iodine and cover. Lateral transgluteal approach. Collum osteotomy with the saw. Adjusting the acetabulum with hohman hooks and two steinman pens. Exciting of hair remnants to get the acetabulum edge free. Streaming the acetabulum until point bleeding occurs in the bone. Trial fits and places of size 54 trabecular metal modular cup. Insert the matching longevity hc ployethylene liner standard. Then present the femur in exo-rotation and adduction. The leg goes into a sterile bag. Entry with the sharp spoon and block chisel. Opraspen and intermediate test fit with zweymuller raspen. Eventually, the zweymuller steel 5 is used. Place the final biolox head 16 / + 3.5 mm l and reposition of the hip. Close the wound in layers using vicryl to close the gluteal wound. Implant stickers of the head and stem are also visible on the op report. Per form indicates the revised components as tm acetabular cup, longevity liner 36mm and biolox delta head 36mm. Devices analysis visual examination: one biolox delta ceramic head is received for the investigation of the case. More than the half of the articulating surface of the head is covered with metal transfer. The conical bore surface of the head presents metal transfer as well. In the case of a symmetrical taper fit situation between the ceramic ball head and the metallic stem taper, thin concentric lines (primary metal transfer) over the whole circumference of the top taper zone are expected. These primary metal transfer patterns can be found with equal intensity implying a symmetrical fit of the head on the stem taper. Metal transfer observed at the lower taper zone of the head in the form of discrete lines are probably due to extraction forces applied during the revision surgery. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: noise causes patient dissatisfaction due to implant squeaks or clicks - (stripe wear) => possible: possibly the contact of the ceramic head with the cup after the liner breakage led to the squeaking noise. Conclusion summary the patient went to the hospital with a complaint of squeaky hip in (B)(6) 2017, doctor examined him and could not determine the problem. Subsequently, he underwent revision surgery on (B)(6) 2017 after 6 years and 11 months in vivo time of the ceramic head. Breakage of the warsaw liner and metallosis was noticed during the revision surgery. Head, liner and shell were revised. The reason of the squeaky noise is most possibly due to the friction between the ceramic head and the shell after the liner breakage. More than half of the ceramic outer surface is covered with metal transfer which is the result of the contact between head and metallic shell. Metal transfer inside the head shows that the head was positioned correctly on the stem taper. However, the main reason of the liner breakage is unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4) for the investigation of the liner breakage.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on the right side on (B)(6) 2010 and the patient underwent revision surgery on (B)(6) 2017 due to pseudotumor and broken implant.